Event description:
The report we received indicated that at the distal section of the target lesion, cypher (3.0/23mm) and cypher (3.5/18mm) were implanted. There still was lesion in proximal to the two implanted cyphers and in addition, there was a minor dissection so a third cypher (3.5/18mm) was being implanted. The unit was inflated, but under the cag, the balloon did not seem to have expanded. So the physician deflated the unit and inflated the unit, but the balloon would not inflate. Therefore the physician suspected the defect of the inflation device (boston's encore26). So the cypher was withdrawn from the pt, and the balloon used during pre-dilation was inflated with the inflation device. Inflation was possible. A new cypher (3.0/18mm) was implanted and the procedure was successfully finished.